Manufacturer narrative:
Additional event description has been requested with the attending physician without any success. Any further information will be provided in the separate report.

Event description:
Bsso operation, screw failure, mandible kept on sagging after second placement of the screws. Possible re-operation with the metal screws. No further information available of patient condition and postoperative care.